Manufacturer narrative:
Block b3: approximated based on the information that the procedure happened sometime in december. Block h4: the complainant was unable to provide the suspect device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050502 captures the reportable event of bands misfired.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat a suspected gastrointestinal (gi) bleeding. The exact procedure date was unknown; however, it was reported that the procedure was performed in december. During the procedure, after it was found that esophageal varices had become ulcerated and one particular varix that had a "red nipple sign" which showed a recent bleeding, the nurse assisted the gastroenterologist in putting the banding equipment on the scope. When it was ready, the gastroenterologist put the scope back down the patient's esophagus and proceeded to attempt to band the bleeding varix. The bander misfired a couple of times and the scope was pulled out while the varix continued to bleed. A second speedband superview super 7 was used which worked normally; however, instead of placing a band, the gastroenterologist decided to simply apply a clip to the bleeding varix. After the clip was deployed, the bleeding started to slow, and it was decided that the procedure was over, and the patient was transported back to the ICU with an airway that the anesthesiologist placed during the procedure. There were no reported patient complications reported as a result of this event.